Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the shaft of a screwdriver broke during surgery. The driver got caught on a retractor, causing the shaft to break. There were no pieces which entered the wound. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip has fractured off; the complaint is confirmed. The cause is attributed to force during use when it became caught on the retractor, as reported. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.